Manufacturer narrative:
The reported multifis s-ultra device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the anchor slipped out of hole and portion broke off while surgeon was moving patient's arm to check mobility. Additional information indicates patient had soft bone. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: bone quality. Or incorrect alignment between implant and bone hole. Poor bone quality can compromise secure fixation of the implant and may result in implant pullout. Bending or twisting the inserter handle during and after insertion can result in damage to the implant or incomplete insertion may result. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Patient information received on 05-dec-2017.

Event description:
It was reported by customer that multifix device broke off while surgeon was moving patient's arm to check mobility.